Manufacturer narrative:
Corrected the implant date. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The available iegms confirmed the presence of artefacts on the rv and the ff channel on (B)(6) 2015 as mentioned in the complaint description. In spite of the information you provided for analysis, no conclusion can be drawn regarding the root cause for the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Corrected the implant date. (B)(6) 2016. Correction: after an implantation period of about 37 months, oversensing was reported via home monitoring. The lead was capped and a new lead was implanted.

Event description:
Ous MDR - after an implantation period of about 5 weeks, oversensing was reported via home monitoring. The lead was capped and a new lead was implanted. No adverse patient side effects have been reported.